Event description:
Caller reported a malfunction on pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump, after which malfunction did not recur. Customer was instructed to continue using the pump and advised to call back if malfunction code recurs.